Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device 1). An additional emdr will be submitted to represent the bard/davol ventralex (device 2). There is no allegation related to the ventralight st device. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: ni/ni/ni - patient underwent surgery for implant of an unspecified bard/davol ventralex (device 1). Ni/ni/ni - patient underwent surgery for implant of an unspecified bard/davol ventralex (device 2). Ni/ni/ni - patient underwent surgery for implant of an unspecified bard/davol ventralight st. (B)(6) 2014 - the patient had unspecified injuries. (B)(6) 2015 - the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. This emdr represents the bard/davol ventralex (device 1). An additional emdr will be submitted to represent the bard/davol ventralex (device 2). There is no allegation related to the ventralight st device. Addendum: h11: this is an addendum to the initial emdr submitted on 27-mar-2018. This supplemental emdr was submitted to report additional information received in the legal claim. This emdr represents the bard/davol ventralex (device #1). A supplemental emdr was submitted to represent the bard/davol ventralight st (device #2) which was previously submitted with MDR number - 1213643-2018-00780. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: ni/ni/ni - patient underwent surgery for implant of an unspecified bard/davol ventralex (device 1). Ni/ni/ni - patient underwent surgery for implant of an unspecified bard/davol ventralex (device 2). Ni/ni/ni - patient underwent surgery for implant of an unspecified bard/davol ventralight st. (B)(6) 2014 - the patient had unspecified injuries. (B)(6) 2015 - the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum: attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventralex and ventralight st on (B)(6) 2011 and/or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient sustained injuries on (B)(6) 2014 and (B)(6) 2015. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device 1). An additional emdr will be submitted to represent the bard/davol ventralex (device 2). There is no allegation related to the ventralight st device. Addendum #1: h11: this is an addendum to the initial emdr submitted on (B)(6) 2018. This supplemental emdr was submitted to report additional information received in the legal claim. This emdr represents the bard/davol ventralex (device #1). A supplemental emdr was submitted to represent the bard/davol ventralight st (device #2) which was previously submitted with MDR number - 1213643-2018-00780. Updated fields - b2, b4, e3, e4, g1, g2, g4, g7, h2, h6, h10, h11. Corrected fields - b5 (event description). Should additional information be provided a supplemental emdr will be submitted. Addendum #2: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2010) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d4 (product catalog no., corporate lot no, expiry date, UDI no.), d6a (date of implant), d6b (date of explant), g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol¿ ventralex (device #1). An additional supplemental emdr was submitted to represent the bard/davol - ventralight st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: ni/ni/ni - patient underwent surgery for implant of an unspecified bard/davol ventralex (device 1). Ni/ni/ni - patient underwent surgery for implant of an unspecified bard/davol ventralex (device 2). Ni/ni/ni - patient underwent surgery for implant of an unspecified bard/davol ventralight st. (B)(6) 2014 - the patient had unspecified injuries. (B)(6) 2015 - the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per op notes, ¿the hernia defect with incarcerated peritoneal fat was identified and excised. A ventralex mesh was placed using prolene sutures. ¿ (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with excision of ventralex mesh (device #1) and implant of ventralight st (device #2). Per op notes, ¿the omental adhesions to old mesh were taken down. The corners of mesh (device #1) were not incorporated and rolled on themselves. The old mesh (device #1) was excised completely. The hernia defect was identified around old mesh. The sac was excised. A ventralight st mesh (device #2) was placed using sutures and tacked. ¿ (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with excision of ventralight st (device #2) and implant of ventralight st (device #3). Per op notes, ¿the omental adhesions were lysed. The old mesh (device #2) was identified with mild contraction and excised entirely. The hernia sac was identified above the old mesh and excised. An epigastric hernia defect was also identified. Both were repaired using ventralight st (device #3) and sutured. ¿